Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. The physician suspects that atrophy and poor sizing are the cause of the incontinence. A surgical procedure was performed to remove and replace the aus. The cuff was downsized from 4.5 cm to 4.0 cm. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.